Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the customer's device and observed that the display would go blank shortly after power on; however, the device did not power off nor was it in a locked-up condition. Physio-control downloaded the electronic records from the device and was able to verify that an inappropriate loss of power occurred on the day of the reported event; however, the cause of which could not be determined.  As a precaution, physio then replaced both the system pcb/interface pcb flex cable assembly and the lcd/interface pcb cable assembly. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not remain powered on for use.  The customer advised that the unit would attempt to complete the boot-up cycle, but powered off by itself approximately 3-5 seconds later.  The customer manually powered the device back on, with the same results. There was patient use associated with the reported event.  The customer advised that there was no adverse outcome to the patient.  Medical personnel were attempting to monitor the patient when the reported issue occurred.  The customer advised that no patient information/demographics were available.